Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead has an unknown issue and was programmed off. Patient had syncopal episode. No out of range measurements observed and also the auto trend looks stable at 0.6 to 0.8v. The physician was dr. (B)(6) at peacehealth (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).